Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus china, there was the possibility that the reported phenomenon was attributed to the failure of led unit due to the aging deterioration due to repeatedly use for a long-term use because more than 4 years had passed from the subject device had been manufactured.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lamp error e105 was displayed at the preparation of the unspecified procedure. The intended procedure was completed using the same set of equipment. At the incoming inspection for the repair, olympus china checked the subject device and duplicated the reported phenomenon. It was displayed the error code e105 when the lamp of the subject device was turned on. Also it was found the printed circuit board failure which might have caused the reported phenomenon. There was no patient injury associated with this report.